Event description:
When engaging the safety device several different occurrences happen. The needle stays lodged in the septum of the vial, or the IV port for delivering medication. The safety device completely dislodges. Most importantly, the faultiness of the needle itself coming apart from the device is a hazard to patients and staff.